Event description:
The customer reported to olympus, the flex video scope has bulging supply channel. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material in the air water tube and air water cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation due to a crack on the grip water rightness is lost, due to wear of forceps elevator lever the up/down knob cannot be locked securely, due to burn on the distal end-cover insulation resistance value at distal end does not meet the standard value, due to damage on the charged couple device unit the focus is not changed to far point, due to wear of angle wire bending angle in the up direction does not meet the standard value, the distal end-cover has a crack, the objective lens has a scratch, the adhesive on the distal sheath-rubber has wear, and the universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the grip. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.